Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res). The biomedical technician (biomed) replaced the function board to resolve the issue. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance or any associated rework during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
A biomedical technician (biomed) at a user facility reported that the fresenius 2008k2 hd machine had ultrafiltration (uf) pump alarms occur. Follow-up information with the nurse revealed that the machine had a uf pump alarm occur at the initiation of a patient¿s treatment. The machine displayed zero fluid removal. The nurse stated that the uf rate, goal, and time were not adjusted on the machine. The patient¿s blood was returned and the patient was moved to another machine. The patient was able to complete a full treatment with no adverse events or injury. The machine was removed from service following the event for further evaluation by the on-site biomed. The biomed completed the uf checklist and replaced the function board, which resolved the issue. The biomed stated that the unit is ready to be returned to service but is pending clinic approval. No parts are available to be returned to the manufacturer for evaluation.